Manufacturer narrative:
(B)(4). Ogura, k., yakoub, m.a., boland, p.j., healey, j.h. (21 apr 2021). Finn/orthopaedic salvage system distal femoral rotating-hinge megaprostheses in oncologic patients. The journal of bone and joint surgery, inc. 103 (8), 705-714. Http://doi.org/10.2106/jbjs.20.00696. Concomitant devices: unknown orthopedic salvage system tibial stem catalog #: ni lot #: ni, unknown orthopedic salvage system femoral stem catalog #: ni lot #: ni, unknown orthopedic salvage system femoral component catalog #: ni lot #: ni, unknown orthopedic salvage system tibial tray catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bearing catalog #: ni lot #: ni, unknown orthopedic salvage system yoke catalog #: ni lot #: ni, unknown orthopedic salvage system axel catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bushing catalog #: ni lot #: ni, unknown orthopedic salvage system femoral bushings catalog #: ni lot #: ni. Correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-01071, 0001825034-2022-01072, 0001825034-2022-01073, 0001825034-2022-01074, 0001825034-2022-01075, 0001825034-2022-01076. Insufficient information.

Event description:
It was reported that sixteen (16) patients underwent an additional knee operation to address stiffness following knee arthroplasty. Attempts have been made, however, no additional information is available.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.